Event description:
It was reported that the patient was placed in power-PICC in the tubing room of hospital on july 11th, and on today's outpatient maintenance at hospital, a crack was found about 2cm from the inverted cone of the catheter, and damaged catheter leakage occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph of a 4f powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device implanted into a patient. A leak in the catheter shaft near the 2cm depth marker was observed in the returned photograph. No details of the leak site could be discerned from the photograph. No other damage could be seen on the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.